Manufacturer narrative:
The device was evaluated by a zoll field technician at the customer's site. The customer's report was not replicated or confirmed. The device went through extensive testing including, oxygen supply check, ventilation test, alarming system test, battery check, pressure sensor verification, oxygen flow varification, inspration flow verification and display testing without duplicating the report. The device was recertified for clinical use. G1: contact information was updated.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display became unresponsive. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.